Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced defective universal node. The system was tested and found to be working as intended. System was placed back into service.

Event description:
It was reported that the 6800 system was not taking x-rays. No report of patient injury.